Event description:
It was reported that the user experienced a low blood glucose event while using the ilet following a routine dinner announcement, after a recent period of entering smaller-than-usual meals and intermittently pausing the system for lows, which could have limited algorithm adaptation. Symptoms included hypoglycemia requiring treatment. Outcomes included self-treatment with oral glucose in the form of regular soda and resolution of the low at home without medical intervention. Investigation included a technical troubleshooting review and user education by support, with referral for additional training. Investigation of this case revealed user meal entries that were inconsistent with recent eating patterns and pausing behavior that impeded learning, which likely contributed to the hypoglycemic event. It was concluded that the device functioned as designed and that user behavior contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.